Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump with a malfunction of "check calibration? Was neither confirmed nor reproduced during product evaluation. Therefore, no assignable cause can be determined and no repairs were made to correct the reported condition. Additional information: this condition had the potential to interrupt delivery. A service history review revealed that this device was previously serviced for a similar problem.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "check calibration." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.